Event description:
The sales rep reported that during a rotator cuff repair procedure, the bottom jaw of the customer's expressew iii suture passer with hook broke off at the hinge and fell into the patient when the device was latching onto the rotator cuff. The broken piece was very visible and was retrieved leaving nothing inside the patient, requiring no x-rays to be done. The surgeon completed the procedure with another like device with no patient consequences or delays. The complaint device is being returned for evaluation.

Manufacturer narrative:
The complete lot number is 12600-120508. The complaint device was received and evaluated. Visual inspection confirms that lower jaw in completely broken off. This type of failure is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. A definitive root cause for this failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. Moreover, the device is more than two years old. At this point in time, based on the overall complaint rate for this failure mode, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported that during a rotator cuff repair procedure, the bottom jaw of the customer's expressew iii suture passer with hook broke off at the hinge and fell into the patient when the device was latching onto the rotator cuff. The broken piece was very visible and was retrieved leaving nothing inside the patient, requiring no x-rays to be done. The surgeon completed the procedure with another like device with no patient consequences or delays. The complaint device is being returned for evaluation.

Manufacturer narrative:
The complete lot number will not fit in this report. The complete lot number is 12600-120508. Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.